Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: several blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) between (B)(6) 2019 and (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. User made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). On (B)(6) 2019, user set a temporary rate at 15% of basal insulin for 2 hours, then cancelled the rate after 95 minutes. Cartridge change sequence was completed on (B)(6) 2019. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was 34 mg/dl. Soda was consumed to address low bg. Customer was also treated by emergency medical technicians. Customer could not recall type of treatment. Customer could not recall exact date of the event or suspected cause of low bg. Tandem technical support advised customer to discuss event with a healthcare provider.